Manufacturer narrative:
(B)(4). Evaluation of the device found it was returned fully clip-deployed. All components were in appropriate post clip-deployment position. The locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. Because the collapse of the vessel locator wings and clip deployment were designed to be simultaneous, the failure of the wings to completely collapse into the delivery tubeset when the clip was fired could prevent the clip from achieving hemostasis as reported. Additionally, bent wings could result in a difficult device removal; however, this was not reported. Based on the investigation findings, the probable root cause for the bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment. As reported, inadequate nick and spread could also be a contributing factor. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a nurse trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an diagnostic procedure. Reportedly, the device deployed correctly, but the clip did not take arterial purchase. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The nurse stated that possibly the nick and spread was not adequate to get full purchase to close the artery. Though requested, additional information was not provided.